Event description:
Pump was reported to intermittantly shutdown without alarm during clinical use. This pump was reported to be used for infusions of routine fluids and occasionally propofol and intermittently exhibted this issue over a period of time. Writer attempted to obtain additional incident details, specific patient information, the product code and lot number of the tubing being used and the pump programming information, but no additional details were available. No patient injury resulted and no medical intervention was needed.